Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent down button response due to corroded keypad trace. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Insulin pump was received with minor scratches on display window, cracked lcd window at upper right and bottom side corners, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad after the customer changed the battery. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.